Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation; however, medical record is provided for review. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter detached, tilted, migrated and struts perforated. The device has not been removed after an attempted but unsuccessful removal procedure. The detached filter strut retained in the right side of the heart; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter tilted, migrated, struts perforated and detached. The device has not been removed after an attempted but unsuccessful removal procedure. The detached filter struts retained in the right side of the heart; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eleven months later, the patient admitted for seizure procedure and chest single view x-ray showed the filter was abnormally high in position at the junction between the right atrium and inferior vena cava at the level of the t10 vertebral body just beneath the right hemidiaphragm. The filter appeared unchanged in position compared with the image from placement. After four days, computed tomography revealed one of the filter legs was broken and migrated to the right pulmonary artery. Dislodged or embolized piece of filter to the right lower lobe of lung. Computed tomography of chest showed the filter strut embolized to a subsegmental artery in the right lower lobe. No evidence of surrounding hematoma or lung parenchymal abnormality and no thrombus in pulmonary artery. Therefore, the investigation is confirmed for alleged filter limb detachment and filter migration. However, the investigation is inconclusive for alleged filter tilt, perforation of the inferior vena cava (ivc), and retrievable difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6 (device: 2907, 4001), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.